Event description:
It was reported the patient presented for implant procedure. During device interrogation, the programmer shut down unexpectedly, sparks came out of the back, and the programmer would not restart. The programmer was replaced and the procedure completed. The patient was in stable condition.